Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The patient's pump was replaced on (B)(6) 2016.

Manufacturer narrative:
The pump was returned, and analysis found high resistance in the battery. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine 20 mg/ml at a dose of 2.599 mg per day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported an alarm was occurring due to a low battery reset. The hcp reportedly heard the alarm, but the patient was not able to because he was hard of hearing. The pump logs were checked, and the logs showed the pump went into low battery reset at 10:16 in the morning on (B)(6) 2016. No symptoms were reported. The hcp was assisted at the time of report in programming the pump back to simple continuous mode successfully. No further information was provided including if the cause of the low battery reset had been determined or if a pump replacement had been scheduled or performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.